Manufacturer narrative:
PMA 510(k): - this product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon reports an excessive vault; plans to exchange the lens. No additional information available.

Manufacturer narrative:
Updated information received: on 27-jan-2018, staar surgical received notification from claim reporter that this is a duplicate report for the patient involved in MFR reports 2023826-2018-00045 and 2023826-2018-00046 (claim file# (B)(4)). Claim had been reported as one case, however is actually one patient, both eyes affected and already reported. MDR was submitted prior to discovery of duplicate status. Claim# (B)(4).